Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 54 mg/dl. Customer stated the bolus wizard was not recording correctly. The customer did not believed the it was delivering the bolus correctly. Customer declined troubleshoot for low blood glucose level. The insulin pump will be returned for analysis.